Manufacturer narrative:
(B)(4)

Event description:
It was reported that possible myopotential oversensing was observed. Programming changes were recommended. The patient will continue to be monitored with routine follow-up.

Event description:
New information received notes that another instance of oversensing was observed. Programming changes were made. The patient was discharged in excellent condition.